Event description:
This report is based on information provided by philips approved third party authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the front keyboard button is missing. The asp evaluated the device on site. It was determined that the front panel where the missing button is located was damaged which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was damaged front panel. The reported problem was confirmed. The asp replaced the device's front panel to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.